Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend (vse) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted chest anastomosis esophagectomy transthoracic surgical procedure, the vessel sealer extend (vse) instrument would not open. The jaws of the vse instrument were not stuck on tissue. The grip release slider did not work. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not used for 8hrs 31 minutes. That was the total length of the procedure. The instrument was used for a while and the customer had to use a backup after the vse failed. A dissection was being performed when the issue occurred. The issue did not occur after a system fault. After a cycle of sealing and cut, the tissue was released by opening the jaws. The jaws were then closed by the user using the master tool manipulators (mtms) from the surgeon side console (ssc), and when trying to open them again, it was not possible from the mtms neither with the instrument out from the arm, manually using the grip release slider. Another instrument was not used to pry open the jaws of the instrument. There are no photographic images of the device or a video recording of the procedure available for isi review.